Manufacturer narrative:
The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used post polypectomy in the duodenum, performed on (B)(6) 2010. According to the complainant, during the procedure, they removed a polyp and the site began to bleed more than usual for this type of procedure. They attempted to insert the clip into the scope and the clip bent. Therefore, they were unable to use this clip. The case was completed with two additional resolution clip devices to resolve the bleed. It was reported that this event did exacerbate the bleed and caused a 20 minute delay in the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.